Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks and scratches on the case and header, otherwise there were no other anomalies observed. The battery status of the device was at end of life. Review of the device memory noted a battery depletion error was set after explant. The device case was removed for further investigation of the battery pack. Further testing confirmed the premature depletion of the battery was caused by the depletion of a cell flex circuit. Analysis was able to confirm the allegation made against the device in the field.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have prematurely depleted as it was at end of life. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.